Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25mm x 12mm emerge¿ balloon catheter was advanced for dilatation. The balloon was inflated however, the balloon ruptured on the second inflation at 10 atmospheres for 30 seconds. The device was completely removed and the procedure was completed with a 2.25x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection and functional testing found no irregularity, defect or leak in the balloon. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. The balloon was inflated however, the balloon ruptured on the second inflation at 10 atmospheres for 30 seconds. The device was completely removed and the procedure was completed with a 2.25x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.